Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
It was reported the patient had scar tissue at ipg site. Surgical intervention was undertaken on (B)(6) 2022 during which the ipg was relocated. Issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.